Event description:
The coil broke in the catheter before it was connected to the power supply. Part of the coil was in the pt, but all pieces were removed and the procedure completed with other devices. The pt was ok. There had been no trouble advancing the coil during deployment.